Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they had a car accident and a week a half after that they started to realize they were no longer feeling the stimulation on their ins so when they went to check on the settings they noticed that the intensity went down to 4 from 9 where it originally was so they adjusted the intensity back to 9 but the next day they felt that their left hip was hurting so bad so they turned the intensity back down and the pain went away. Agent reviewed and redirected patient to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the most likely cause of no longer feeling stimulation was due to the car wreck. They reported they were sitting in the back seat when they were rear ended. They were stopped and they were going 35-40 miles per hour. Steps taken to resolve the issue were they started turning their numbers up and checking that they stayed up. They could feel it, just not in the same place they used to feel it. The issue was resolved.